Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4) lead, implanted: (B)(4) 2016; product ID: (B)(4) lead, implanted: (B)(4) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated some atrial lead oversensing of p waves during arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.